Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. However, the customer returned the handpiece for evaluation. The product met specifications at the time of release. A visual assessment of the returned handpiece revealed dents on the handpiece irrigation line. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed test. The returned handpiece was connected to a calibrated infiniti system and tuned. The returned handpiece passed tune. The returned handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The returned handpiece generated both phaco and torsional power during test. The returned handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. The returned handpiece functioned to specifications. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Sample received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that a handpiece did not reach proper power during a cataract surgery with intraocular lens (iol) implant. The handpiece passed calibration but when it was in the eye it was noticed that the phaco power displayed was zero. The tip was replaced twice without success. The surgery could be completed by changing the handpiece. No patient harm was reported. The staff checked the handpiece again on the next day and but it still did not work correctly. Additional information has been requested but not received to date.